Manufacturer narrative:
According to the facility on 04/26/24 the staff nurse was "flicking air bubbles out of the syringe and the entire tip of the syringe broke off completely and fell down into the syringe". Per the facility the syringe was not used on the patient after the incident occurred. The syringe was requested for evaluation. No additional information is available at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility on 04/26/24 the staff nurse was "flicking air bubbles out of the syringe and the entire tip of the syringe broke off completely and fell down into the syringe".